Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture possibly due to streptococcus in a patient coincident with extraneal viaflex and physioneal therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports from the same reporter. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent. The patient did not require hospitalization. On (B)(6) 2011, the patient began a 14 day course of remedial therapy with vancomycin (dose and frequency not reported, ip) and gentamycin (dose and frequency not reported, ip). On that same date, extraneal viaflex was withdrawn. The physician reported that extraneal viaflex was not reintroduced and the patient improved. The physician "did not consider this case to be related to aseptic peritonitis due to extraneal." Physioneal, unspecified product therapy was ongoing. The event of bacterial peritonitis with culture possibly due to streptococcus was ongoing and improved.